Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a recoverable fault. An intuitive surgical, inc. (Isi) technical support engineer (tse) noted the system logs reflected error 23062: a 3-phase motor did not respond as expected on the system's universal surgical manipulator (usm) arm 3, axis 8. The tse had the customer hard power-cycle, emergency power off (epo), and exercise the usm arm 3, axis 8, with no resolve. The customer was unable to perform the procedure without the usm arm 3 and elected to convert to laparoscopy. There was no report of patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the faults, but confirmed the faults were in the system logs. The fse replaced the system's universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, "error 23062, axis 8." Fa installed and tested the unit on an in-house system. The usm failed normal mode as it triggered error 23062. The system logs revealed several error 23062 on the degrees of freedom (dof) 9. The unit went through testing on a patient side cart fixture test platform (pftp) and passed the lissajous, chipencoder virtual absolute (cva) characterization, brake release, brake hold, carriage sensors check and advanced brake; but, failed the carriage direction test dof 9. Fa noted the carriage was inspected, and the stator dof 9 connector was good and fully seated.